Event description:
A malfunction alarm was reported with malfunction code malf 9, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue recurred.